Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was stretched and fractured approximately 146.0 cm from the hub and stretched approximately 147.0 cm from the hub. Conclusions: evaluation of the returned device revealed the px slim was stretched and fractured in the distal shaft. This type of damage typically occurs due to forceful retraction of the px slim against resistance. The initial cause of the reported resistance could not be determined. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) to treat an abdominal aortic aneurysm (aaa) using a px slim delivery microcatheter (px slim). During the procedure, the physician felt resistance after advancing the px slim about 15-20 cm into the non-penumbra sheath. The physician then felt resistance while retracting to remove the px slim, and therefore the sheath was removed with the px slim inside. Upon removal, the physician saw that the tip of the px slim was fractured. The procedure was completed using a new sheath and a new px slim. There was no report of an adverse effect to the patient.